Manufacturer narrative:
(B)(6). Unable to provide expiration date and device manufacturer date of the device.

Event description:
It was reported that while using a cadd accessory, a battery pack, the pump shuts down as if there is no power. Looking at the event log, it looks like the power cable is taken in and out, but that's not the case. It might be the rechargeable battery.

Manufacturer narrative:
One cadd assessory/rechargeable battery was returned for analysis. Customer's complaint was not verified. Service found the deive operated as expected. Use testing was performed. The problem source is unknown.